Manufacturer narrative:
The thermogard console in complaint was returned to zoll for investigation on (B)(6) 2017. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, a patient was not able to be cooled with the thermogard ivtm system ((B)(4)). The patient temperature was at 36.2 degree celsius and the target temperature was 33 degree celsius. The arrow on the monitor's temperature scale was not going down. Another thermogard was used and the patient was able to be cooled. No known patient consequences were reported.

Manufacturer narrative:
The customer reported complaint was confirmed during archive review and initial functional testing. The defective cooling engine was replaced to remedy the fault. A visual inspection was performed and white rollers, cold well cap and cold well gaskets were found to be damaged. During the review of the event log, multiple error messages tcmid: 05 (post ext ram) were observed. The thermogard failed the initial functional testing, the slew rate test was performed and the slew rate was 67 minutes. A good known thermogard should have a slew rate between 12-16 minutes. The cooling engine was found to be defective. An additional repair and updates were performed (unrelated to the reported complaint) as part of routine maintenance. The white rollers, cold well cap and cold well gaskets were replaced. The battery voltage head was checked and the tie cable at the battery holder was tightened. The system labels were upgraded to the current part revisions; after which the thermogard has passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).